Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level over 500 mg/dl. The current blood glucose level is 248 mg/dl. The customer tried to treat high blood glucose with insulin pump but it did not go down then they changed infusion set and blood glucose level went normal. The customer did not had any symptoms due to high blood glucose level. The customer also reported past event of insulin flow block alarm. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.